Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01036. It was reported the patient experienced ineffective stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post operatively.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01036.